Manufacturer narrative:
E1. Zip code continued: (B)(6) the event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a right side "infection." Device has been explanted.

Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Additional, changed, and/or corrected data: b3; b5; d1; d4; h6.

Event description:
Healthcare professional reported a right side "infection." Device has been explanted.

Event description:
Healthcare professional reported a right side "infection." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01nov2024.